Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital representative that the customer got hospitalized due to low blood glucose. The facility was concerned that the pump was not working. The customer also put on the pump without anyone knowing, and they had another low incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the nurse and doctor requested to have someone come out and check the pump before the customer was discharged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.